Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that his implantable neurostimulator (ins) was ¿going profanity¿ and groups a, c, and d were not working. It was noted that the patient usually used group b at 3.7v but his pain symptom returned and about three to four months prior to the report, the ins was on group a and it shocked him so bad that the patient urinated on himself. The patient also passed out and the shocking sensation only stopped when someone else used his patient programmer (pp) to turn off the ins. The ins would also ¿short out¿ every so often and the stimulation was painful. There were no falls/trauma reported that could be related to the issue. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the patient saw a manufacturer representative (rep) on (B)(4) 2017 because program a was not working but the rep was able to correct it through programming.